Event description:
Four month post uae began experiencing severe cramps with discomfort in the lower right pelvis, vaginal pain, and back pain radiating down the right leg. She is now also experiencing heavy vaginal bleeding > 2 weeks with large blood clots.